Manufacturer narrative:
Investigaitonal summary: inspection of the device confirmed it had been damaged due to excessive heat. Review of the instrument data log confirmed the device had been removed from the patient while operating, continued to operate for a period of time then was placed back into the patient. Once inside the patient, the device turned off several times due to software/hardware controls and finally ceased operating.

Event description:
Following use of the product, the customer removed the ultrasound core from the drug delivery catheter without first turning off the ultrasound core. The instructions for use clearly state the system should never be operated unless it is inside the patient. The ultrasound core continued to run when placed in the sterile field eventually causing several groups of elements to stop running. Because the ultrasound core was operated outside of the drug delivery catheter which contains thermocouples integral to managing heat, the heat generated during this operation damaged the ultrasound core. When the core was placed back into the patient, it did not operate. Although there was no injury reported to either the user or the patient, the user or the patient could have been burned by the ultrasound core. The device did not malfunction. The instructions for use clearly indicates the system should never be operated unless it is in a patient.